Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare provider attempted to use their tablet programmer to interrogate a patient's device, but upon launching the application, a prompt appeared indicating that a software update was required. In troubleshooting it was determined that the mobile programmer application had been inadvertently selected rather than the remote monitoring application. The user was advised to use the remote monitoring application. Upon launching the remote monitoring application the user confirmed it was familiar to them. No patient complications have been reported as a result of this event.